Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, an audio processor upgrade could not be conducted as in situ measurements could not be performed.

Manufacturer narrative:
Additional information: based on the information received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. However, a device investigation of the explanted device is necessary to determine an exact root cause of failure. Re-implantation is considered but no date has been scheduled yet.

Event description:
Reportedly, an audio processor upgrade could not be conducted as in situ measurements could not be performed. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the recipient report appears to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
Reportedly, an audio processor upgrade could not be conducted as in situ measurements could not be performed. The user has been re-implanted.